Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that a (B)(6) year-old male child patient experienced severe hyperglycemia. On an unknown date, he woke up in the night with blood glucose level of 540 mg/dl and was not feeling well, as the patient's site was coming out. He was given additional insulin but still the ketones continued to rise (1.2-3.2 mmol/l). Reportedly, he began vomiting and went to the emergency room for further treatment. Moreover, he was administered with some unspecified fluids intravenously (drug name unknown) and zofran. On (B)(6) 2021, the issue was resolved. No further information available.